Event description:
React health received a complaint from a durable medical equipment provider stating that a device was overheating and had a burning smell. There was no patient harm or injury reported.the device has not been returned to the manufacturer. A follow up report will be filed once the investigation is complete.

Manufacturer narrative:
The manufacturer has requested the distributor to return the device for analysis and investigation. The device has not been returned yet, and the manufacturer cannot determine whether the problem is caused by improper user use or equipment malfunction. After the device is returned to the manufacturer, analyze and locate the cause.